Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Added: age or date of birth, event, explant date, date rec¿d by MFR, device manufacture date (patient).

Event description:
In addition to what previously alleged, ppf alleges fracture (bone) and elevated metal ions before first revision. Added stem and unknown hip implant to address new allegation. Updated part and lot number of the head and liner, patient harms and event date. Added patient's date of birth, age, date of revision, revision hospital, revision surgeon and lawyer in the associated contact. Doi: on (B)(6) 2008, dor: on (B)(6) 2009 (right hip). Patient is bilateral. See (B)(6) for the left hip. See (B)(6) for the second revision right hip. Re (wipro).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges injury, pain and emotional distress. Doi: (B)(6) 2008; dor: not reported: right hip.